Manufacturer narrative:
Based on the description of the event and information available, the clinical assessment confirmed the presence of a type ia endoleak. The root cause for the type ia endoleak could not be identified. No additional investigations of this reported complaint are planned, endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. (B)(4).

Manufacturer narrative:
The lot history records related to the subject device referenced in this complaint record were reviewed for potential contributing factors for the failure mode(s) described in this event. A review of the device quality records showed that the device(s) demonstrated compliance to established procedures and specifications at the time of manufacture.

Event description:
The patient was initially treated with the ovation ix abdominal aortic stent graft system. During the initial procedure an intra-operative type ia endoleak was identified. A decision was made to implant a palmaz stent graft however, the endoleak was not successfully resolved. A decision was made to conclude the case. The patient will continue to be monitored.